Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not known. The complaint sample has yet to be returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon began to separate from the catheter shaft during retraction through the 6f introducer sheath. Both were removed simultaneously from the pt and the pta balloon was removed in its entirety with the rest of the assembly. No pt injury.